Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). A carefusion third party service center was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and issue was resolved. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 was delivering lower tidal volume than what was set. When the ventilator was set to deliver a tidal volume of 400, the ventilator was only delivering 280. The customer confirmed there was no patient involvement associated with the reported malfunction.